Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 clinical code: appropriate term / code not available (e2402) is used to capture joint injury (e20). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Office notes (B)(6) 2021 indicated that the patient¿s right knee was doing well. The left knee was noted to have felt a large pop while getting back into bed. The patient felt like the knee shifted. The patient had to move the knee and then it felt better, but it was quite swollen. The left knee that was very sore and very unstable. Physical exam of the left knee revealed gross instability with pcl dysfunction and decreased range of motion. Radiographic impression: stable knee arthroplasty on the right. Question poly spinout and the poly 180 degrees from optimal position left knee. Revision operative notes (B)(6) 2021 indicated that the patient received a left total knee revision due to global instability, swelling, mcl insufficiency, pcl rupture, spinout of the tibial bearing 180 degrees and tibial-femoral subluxation. Insert and femoral component revised. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to instability. Date of implant: (B)(6) 2020, date of revision: (B)(6) 2021, (left knee). Revision of the femoral and insert components.